Event description:
A customer reported error message ¿4293 sample loader x1-axis home overrun¿ while loading a sample rack on the aia-2000 analyzer. The customer left the sample rack out and performed an all-set-home, but the error persists. Technical support specialist (tss) instructed the customer to power off the analyzer and remove the rack. The error persisted on power up mode before the analyzer initialized. The customer was able to access the operation panel and tried an all-set-home and the error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse confirmed the complaint with the customer and the customer stated the problem was reproducible when they ran patient samples. Fse suspected the x1-axis home sensor and instructed the customer to power off the analyzer and use canned air to clean the x1-axis home sensor, which resolved the complaint. The customer validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 20jun2022 through aware date 20jul2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4293) sample loader x1-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x1-axis. New measurements will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the x1-axis home sensor needed cleaning.